Event description:
As reported, the filter basket wire on a 6mm (basket diameter) x 180cm angioguard rx emboli capture guidewire system kinked as they were trying to pass the angioguard past the internal carotid artery stenosis. They tried to straighten the kink and attempted to pass the unit again, but the angioguard then became kinked proximal to the basket. The procedure was completed successfully using another angioguard. There were no reports of patient injury. The physician indicated the internal carotid artery (ica) was approximately 90% occluded and was comprised of ulcerative plaque. There were no reports of patient injury. The user was trained in the use of the device and had used it for over 15 years. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon review, there is evidence of a product malfunction ecgw (embolic capture guidewire)-kinked/bent". The instructions for use caution users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.